Event description:
It was reported that the patient was in the hospital for an unrelated medical reason, when a three second pause was noted in the EKG. The lead exhibited loss of capture at high outputs. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.